Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead triggered a bipolar impedance warning for low pacing impedance about seven months earlier. Then a remote transmission revealed undersensing - although chronically small p waves were observed - and non-physiologic oversensing on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.